Manufacturer narrative:
Initial reporter phone: (B)(6). Component code of ¿appropriate term/code not available" represents "no findings available." The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 00001282 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was loose and the backflow of liquid occurred. The sheath was not exchanged and procedure was completed. The physician commented that carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a weak valve. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The reported issue was assessed as a MDR reportable hemostatic valve separation issue.